Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider (hcp) via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver morphine [5 mg/ml] at 1 mg/day. The indication for use was unknown. The patient reported a decrease in her pain relief at a normal refill appointment on (B)(6) 2018. At the same appointment, the hcp could not access the pump, apparently due to flipping. The patient reported that the pump does flip back and forth but did not report that until (B)(6) 2018. The hcp then ordered an x-ray and determined the catheter had pulled out of the intrathecal space and opted to repair the catheter. Diagnostics/troubleshooting performed included the hcp tried manually flipping the pump back to the correct facing position, which was successful. The hcp then tried to aspirate the catheter access port (cap), which was unsuccessful. This led him to request an x-ray, which ultimately showed the catheter had migrated out of the intrathecal space. As an action/intervention taken to resolve the issue, surgical replacement of the catheter was completed on (B)(6) 2018. The issue was resolved at the time of the report and the patient's status was listed as ¿alive ¿ no injury.¿ the patient¿s medical history and weight were asked but would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. It was reported that the company representative spoke with the physician and he concluded that the pump had flipped due to the patient¿s anatomy and because she was fairly obese. It was further noted that the constant tugging on the existing sutures pulled them out allowing for the pump to flip. The physician had revised the pocket for a more snug fit and sutured it down.